Event description:
It was reported that a device was used during a laparoscopic anterior resection. During removal, difficulty was noticed as the device seemed to catch on tissue in the patient. Disection of the rectum was necessary and a low colonic pouch and anastomosis was performed. As a result, the patient experienced 2 hours extra in or time and an extended hospital admission.